Event description:
During single vessel ptca procedure, md had slight difficulty removing wire from balloon after lad graft dilated. Wire was unravelled when it was removed from the body. Wire was completely intact when removed from pt. No apparent injury.